Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the fall off could not be determined as the complaint could not be confirmed.

Event description:
The patient said she has had four of her v-gos fall off. Two were on the thigh and two were on the arm. Vcc representative went over proper placement and verified the patient is placing them correctly. Patient said the stickiness of the pad was the only cause and this has not happened with previous boxes of v-gos. One stayed on for six hours, and the others were on for about three hours. Patient threw them all out. The patient also said her blood sugar was 398 the night before last night, on (B)(6) 2019, at 2am. Patient discovered her v-go had fallen off. Patent said she did not have any symptoms except that she was tired but that may have been due to what time it was. Patient said she had high blood sugar due to the needle coming out of her body when the v-go fell off.